Event description:
(B)(4). It was reported that following a percutaneous coronary intervention, the patient experienced thrombus. The target lesion was located in a 100% re-stenosed non-bsc 2.5x13mm stent in the mid circumflex artery. The lesion was pre-dilated with a 1.5x15mm apex and a 2.0x15mm apex. The 2.25x28mm ion stent was deployed with good result. The patient was discharged on asa and prasugrel. In (B)(6) 2013, patent presented with non-stemi and continuous pain. Re-intervention revealed 100% thrombosis in the mid circumflex. The lesion was dilated with a 2.5x15mm emerge balloon and thrombectomy was performed, resulting in 15% residual stenosis with timi iii flow. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).